Event description:
The customer contact reported, a tubing separation; subsequently blood loss was noted. The tubing set was being used to deliver an unspecified solution. After approximately two days in use, the customer contact reported, after the patient rolled over in bed, the nurse noted "the tubing snapped in half with patient bleeding out of broken line." The volume of blood loss was not specified. No medical interventions were required. The tubing set was immediately replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. (B) (4). (B) (4).